Manufacturer narrative:
Despite efforts, no additional information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant this pacemaker did not recognize loss of capture (loc) on both the competitor right atrial (ra) and right ventricular (rv) leads when performing an automatic threshold test. The patient did not experience asystole or any other adverse effects as they have an intrinsic rhythm of sinus bradycardia. Follow-up was later performed at which time it was noted that the ra lead exhibited high out-of-range pace impedance measurements as had been observed with their previous device though no impact to therapy was reported. Rv lead measurements were within normal limits and rv auto threshold tests worked as intended. The patient will continue to be monitored remotely. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received indicating the serial number of this pacemaker. This system remains in service. No adverse patient effects were reported.